Event description:
Device malfunction: stent migration. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that during a left internal carotid artery stenting procedure, an incision was made in the left common carotid artery to deploy the rx acculink stent due to difficult with cannulating through the small tortuous vessels. During the last part of the stent deployment, it was noted that there was distal migration of the rx acculink stent over a distance of about 1 cm. The stent had covered the stenosis but the proximal margin coverage was not adequate. A second rx acculink stent was deployed successfully to cover the remainder of the uncovered lesion. The pt stayed hospitalized an extra day for causes unrelated to the stent devices. Though requested, no additional info was provided.

Manufacturer narrative:
Study event. Off label use in severe vascular tortuosity. The device remains in the pt. The lot number was provided. Distal migration can occur if the stent does not appose the vessel wall when the stent is fully deployed, and when there is inadvertent movement of the handle during deployment. Review of the device history record did not reveal any non-conformities which could have contributed to this complaint. The device instructions for use states: "the rx acculink carotid stent system is contraindicated for use in pts with severe vascular tortuousity or anatomy that would preclude the safe introduction of a guide catheter, sheath, embolic protection system or stent system" and "the safety and effectiveness has not yet been established in pts in whom femoral access is not possible.